Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the manufacturer's service technician found the system printed circuit assembly (pca) board and internal battery pack had failed for the trilogy evo device. There was no reported patient involvement. The manufacturer¿s service technician replaced the internal battery pack and system pca board to resolve the issues on the device. No repair was performed.